Event description:
It was reported that the patient had a shocking or jolting sensation. The patient felt a shock or ¿strong stimulation¿ for about 1 minute when he laid down last night but then the sensation went away. The patient had never felt that before. It was noted that the patient did have adaptive stim (as) on currently. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 389033, lot# j0309488v, implanted: (B)(6) 2003, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 74001, lot# n334247, implanted: (B)(6) 2012, product type: adapter. Product ID: 355531, lot# n331207, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-39, lot# n323753, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-43, lot# n288306, implanted: (B)(6) 2012, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).